Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The lesion was pre-dilated with a maverick 2.0x20mm balloon at multiple spots at 8-10 atms for two minutes. The physician attempted to place a taxus liberte' 3.0x12mm drug-eluting stent to the 80-90% stenosed lesion located in the severely calcified right circumflex (rcx) artery but was unable to cross the lesion. Upon removal of the stent delivery system, it was noted that the stent strut was flared. The procedure was completed with another device. No patient injuries or complications were reported.

Manufacturer narrative:
Visual and microscopic examination of the returned device revealed proximal stent damage. The struts were severely misaligned. Proximal stent damage is consistent with the device meeting some form of restriction during withdrawal. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the shop floor paperwork found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause is determined to be operational context.